Manufacturer narrative:
This complaint is related to cr-79092/ medwatch #1828100-2020-00347.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the screen image on the roller pump display was not displayed correctly. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the subsidiary, the display was replaced and the roller pump operated as intended.

Manufacturer narrative:
Per manufacturer's subsidiary, the display on the roller pump will be replaced by their technician.

Manufacturer narrative:
The reported complaint was confirmed via information received from the subsidiary. Multiple diligence for part return were unsuccessful for an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.